Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left femoral artery. A 3.0mmx220mmx150cm coyote¿ balloon catheter was advanced for pre-dilation however, advancing difficulties were encountered. After crossing the lesion, the device was attempted to be inflated. However, during first inflation at 3 atmospheres for 2 seconds, the balloon ruptured. A leakage of the contrast agent was also noted under fluoroscopy. The device was completely removed from the patient and the procedure was completed with a 2.0mm coyote otw balloon catheter. No patient complications were reported and the patient's status was stable.